Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced part will be further evaluated at the product assessment center (pac). Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.

Event description:
A customer contacted stryker to report that their device would not power on. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was isolated to the power pcb assembly, however further root cause could not be determined.